Event description:
It was confirmed the tablet had software v1.6 at the time of report. Session report with red triangle was confirmed. It was confirmed the patient had been programmed off for MRI and no issues were observed at the time. When the generator was programmed back on the low output current was observed. Internal testing and data review identified that false low output current messages can occur when m3000 v1.6 software programs a m103-106 generator after a specific programming sequence occurs. When m3000 v1.6 tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. Based on the reported programming sequence that occurred that day, it was consistent with the false low output current mechanism described above. Therefore, the patient's generator is expected to be able to deliver therapy as programmed.

Event description:
It was reported by a nurse that a session report was identified showing a triangle next to the output current value. Information was also received that this was seen after a patient's device was turned on after an MRI. No additional relevant information has been received to date.